Manufacturer narrative:
Correction to d4(gtin), g1(reporting contact), and h6(device code, method code, and clinical signs code). The reported event could be confirmed since images of CT scans were provided and shows the presence of a medial malleolus fracture and loosening of the tibial component. The device inspection revealed the following: a device inspection was not possible since the affected device was not returned. An image of the explanted tibial tray was provided. However, the image does not allow for a thorough assessment. For further evaluation, the device will need to be returned. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT quality provided is poor. The described medial malleolus fracture, however, can be confirmed. There is also the hypertrophic pseudarthrosis visible. The implant may have impingement with the malleolus as well. The tibial radiolucency indicates loosening. The failure could be patient related due to poor bone substance, but also procedure related as there is the bone contact with the medial malleolus. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure or the device in relation to cause of the failure. Although the issue is most likely both patient and procedure related, the root cause could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient requires a revision surgery due to a medial malleolus fracture that is not healing and lucency under the tibial implant. Both sides are being revised. The surgery was completed and all components were explanted and a cement spacer was placed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient requires a revision surgery due to a medial malleolus fracture that is not healing and lucency under the tibial implant. Both sides are being revised. The surgery was completed and all components were explanted and a cement spacer was placed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.